Manufacturer narrative:
(B)(6).

Event description:
It was reported that the defibrillator energy level was inadequate for defibrillation threshold (dft) in the patient. The implantable cardioverter defibrillator (ICD) was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.